Event description:
The consumer's mother alleges she awoke to a burning smell coming from her son's power chair that was on charge for the night. Both fuses in the holders on the wiring harness were allegedly melted, smoking, and arcing. No injury is alleged.

Manufacturer narrative:
No injury reported. User mother alleges the fuses in a harness were melted and it was smoking and arcing. They took the chair to their dealer, and the dealer replaced the component. MFR has not received the component from the dealer. Chair has been in service for 7 yrs and is no longer in warranty. Device usage and maintenance history is unk. No history to suggest a product problem. MDR filed as a conservative measure.